Event description:
It was reported that during a pancreatectomy, battery did not work. 1 hour later it started working. It was used on pancreas. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/30/2024, d4: batch # 745c88. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage, with a tyvek, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, a gst60t reload loaded on the device. The reload was received partially fired 1/4. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack loaded and with a black reload loaded on the device, and three packaging of reload, applicator, and device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 745c88, and no non-conformance's were identified.